Event description:
The customer reported that on (B)(6) 2011 they obtained multiple, erroneous low or suppressed assay results generated from a unicel dxi800 access immunoassay system. New samples were drawn and the tests were repeated with valid results. One false, low magnesium (mg) result was reported out of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. It is not known which patient sample generated the low mg result, nor is the actual result known. Customer supplied data indicated eleven patient samples with suppressed or erroneously low results. Several of the initial results possessed oir lo (out of range low), chemical needs calibration or chemical not run errors/flags associated with them. Additionally a number of initial results were not regarded as discrepant via a repeat result value comparison. A sample probe obstruction error was identified by customer technical support (cts). The customer was advised to wear appropriate personal protective equipment during troubleshooting. Cts coordinated the flushing of the instrument sample probe by the customer.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 to follow-up. Field service engineer (fse) established that a previously installed sample syringe was loose. The syringe was tightened. Review of service records to date indicated that there has not been a reported recurrence of this event at this customer site. While the flushing of the sample probe appears to have resolved the issue, no definitive root cause as been defined to date.